Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one grip was bent, causing side-to-side misalignment of the grips. There was a .072 offset at the tips, indicating overloading at the tip. It was concluded that the damage was likely due to mishandling/misuse. The instrument passed electrical continuity testing. Failure analysis investigation also found the following additional damages to the instrument: there was an indentation at the edge of the instrument's distal pulley and visible scratches on the surface of the pulley. It was concluded that the indentation damage found to the distal pulley was likely due to mishandling/misuse. The pitch cable was frayed at the distal idler. No damage or wear marks were observed on the clevis. The distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damage was found.

Event description:
It was reported that prior to starting a da vinci surgical procedure, the tips of the fenestrated bipolar forceps instrument were misaligned. There was no report of fragments falling into a patient, and no patient harm, adverse outcome or injury was reported.